Manufacturer narrative:
Continuation of medical devices: 3889-28 mgu lead implanted: (B)(6) 2015; 3058 mgu ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during an atrial fibrillation episode. The ra lead remains in use. No patient complications have been reported as a result of this event.